Manufacturer narrative:
B3: date of event: exact event date was not provided; an approximated date has been selected based on boston scientific aware month. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent a water vapor therapy procedure three months ago. He was instructed to remove the catheter at home one week post procedure and was instructed how to do it since there was a balloon. The patient stated that he experienced urinary retention for two days. The patient was seen in emergency apartment by a nurse practitioner and had ultrasound, he was retaining urine and was re-catheterized. The patient further stated that he is still getting up at night multiple times, he has cloudy urine and may have an infection. The patient followed up with his physician about the next steps and if the therapy was going to continue to improve. The patient stated that he was told he would need another treatment and was recommended transurethral resection of the prostate. No further information was provided.